Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The drill head has split in two pieces and has come free from the drill shaft. The break is a clean shear with a slight twist. The actuator wire is spiraled in the forward drilling position. A review of the device history record was performed which confirmed no inconsistencies. A root cause investigation has been opened to address this failure mode. After the evaluation the root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl repair, the blade popped off and fell in the knee. No reported patient injuries. No other complications were noted.